Event description:
It was reported that the pt felt soreness and pain in her back. Her symptoms were improved only about 20% from the device. Turning up the device setting caused stimulation sensation in the leg. The pt did some lifting of boxes but didn't know if it was the cause of her pain. Reprogramming was done with no increase in therapeutic benefit. The physician felt the lead may have migrated. A revision was recommended if the situation persisted.